Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) from (B)(6) alleging that their onetouch verio iq meter was not giving a blood glucose result. The patient did not allege any harm or injury because of the reported issue. During troubleshooting, the pharmacist informed the customer care representative that the patient had said that the subject meter was prompting a message "problem with test strips." The alleged issue was not resolved with troubleshooting. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was not giving a blood glucose result. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluation.